Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via friend/family member regarding external device. It was reported that they were supposed to be locked out every 4 hours with a maximum dosage for 4 hours, but that was not working. The patient mentioned that sometimes they had to wait 6 hours, sometimes 7 hours, and the most they had to wait was 9 hours. While on the call,the  patient was able to successfully connect to their pump and confirmed they were locked out due to a dose restriction. The agent reviewed dose restriction and max activations with the patient. The patient confirmed that they had 4 boluses in the last 24 hours (yesterday 6:10am, 11:30am/12pmish, 5:15pm, 11:45pm, then this morning at 6:15pm). The issue was not resolved through troubleshooting. The patient has an appointment on (B)(6) 2025. The patient stated they had called in previously about the programming/lockout concern issues. The patient also mentioned the controller was very slow to connect to the pump. The agent walked the patient throughout clearing the data. The patient began to escalate throughout the call therefore did not obtain serial numbers or clarify further information. The patient was red irected to their healthcare provider to further address the issue.

Manufacturer narrative:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.